Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed that inappropriate shocks were delivered by the implantable cardioverter defibrillator for episodes of atrial fibrillation with rapid ventricular response with premature ventricular contractions. Programming interventions were made. The patient was stable.